Event description:
Reportedly, the programmer did not show the ECG.

Manufacturer narrative:
Please refer to the attached analysis report. H5 corrected.

Event description:
Reportedly, the programmer did not show the ECG.